Event description:
Medtronic received info that one day after using the starfish 2 suction device in the cardio pulmonary bypass procedure in late 2007, a pericardial effusion/bleed was observed. A second open-heart procedure was performed to stop the bleeding. A post-operative echocardiogram confirmed the second procedure resolved the issue; however, a left ventricular aneurysm was also observed, which was repaired 35 days after the original procedure. The device was discarded and will not be returned for analysis. It was noted that the starfish 2 single use device was used 20 or more times before this case. The info pertaining to this event was obtained from a presentation at the other country's open surgery congress.

Manufacturer narrative:
Evaluation: other - device was discarded and not returned to medtronic for analysis. Analysis - the device was discarded after the procedure, therefore, medtronic could not perform root cause analysis. Conclusion: the device was discarded after the procedure in late 2007, and will not be returned for analysis. User error contributed to this event, as this device is approved for single use only. Info obtained revealed the device was used 20 or more time at the time of this incident. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur.